Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction hose was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.